Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope communication error (e315 error). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation, no problem was detected. Regarding the reportable issue found during the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. The issue was found during service / maintenance. There were no reports of patient involvement.